Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Method (process evaluation): work order search. Results (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Conclusion (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -13.0/+4.5/061 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens was removed on (B)(6) 2015 due to the lens unfolded upside down. The lens tore when removed . There was no reported patient injury. Another same model lens was implanted and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/20 and the status of the eye is excellent.

Manufacturer narrative:
Corrected data: user facility is incorrect, should be distributor. (B)(4). Device evaluation: product evaluation found that the lens was returned dry. Visual inspection found the lens haptic torn/broken. (B)(4).